Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported side port detachment could not be conclusively determined.

Event description:
During the procedure, the side port of the introducer detached. The introducer was replaced and there were no adverse consequences to the patient.